Manufacturer narrative:
Manufacturing site: (B)(4). The astato guide wire was returned for evaluation. Shaft separation was confirmed on the returned guide wire at approximately 230mm from the tip. Observation by scanning electron microscope revealed both fracture surfaces were stepped and uneven accompanied with longitudinal crack, showing characteristics of fracture by repeated bending stress. Both fracture ends were corresponding to one another. The coil remained intact. Measurement of the returned guide wire suggested that it was returned without missing part. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress generated by wire manipulation had most likely contributed to the observed separation of the returned astato guide wire. The applied stress would localize and therefore exceed the product design limit due to anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that as asahi astato guide wire had become separated during a percutaneous peripheral intervention to treat a moderately tortuous, heavily calcified occlusion in the superficial femoral artery. The guide wire was advancing to the lesion with a non-asahi microcatheter via contralateral approach when the shaft of astato broke off. New guide wire and microcatheter were used to successfully complete the procedure. The physician commented that the microcatheter was kinked so that it might trapped astato. There were no adverse patient effects associated with this event.